Event description:
It was reported that the patient was scheduled to undergo a procedure to remove this artificial urinary sphincter (aus) due to urethral erosion. No additional patient complications were reported. No further information has been received to date.